Event description:
Customer reported that during priming, a leak was noted in the IV tubing set near the drip chamber. There was no pt involvement. No user harm occurred. Although requested, no additional info was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The product was received. Investigation is not complete. A follow up report will be submitted with any relevant info.